Manufacturer narrative:
H6. Corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿physician-modified versus chimney endografting for pararenal aortic aneurysms: a systematic review and meta-analysis¿. The aim of this systematic review and meta-analysis was to assess the existing published evidence regarding the safety and efficacy of the endovascular aortic repair with chimney technique (ch-evar) and physician-modified stent-grafts (pmsgs) for the treatment of pararenal aortic aneurysm repair. 16 studies were included in the final analysis. Multiple manufacturer¿s devices were used in the study population including medtronic endurant stent grafts. The following adverse events occurred: stroke, occlusion, intervention no further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿physician-modified versus chimney endografting for pararenal aortic aneurysms: a systematic review and meta-analysis¿. Karaolanis gi, papazoglou dd, donas kp, helfenstein f, kotelis d, makaloski v. Journal of cardiovascular surgery (torino). 2024 apr;65(2):124-131. Doi: 10.23736/s0021-9509.24.12995-3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.